Event description:
It was reported that the patient presented for follow-up with a device in software reset. The clinician elected to let the patient return home in a reset state. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.